Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: measurement 0.102 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.102 ohm. The device was evaluated in the product analysis lab (pal). Measured resistance from power entry module ground to door post: measurement was 0.003 ohm. Checked for loose ground and there was no problems found. An internal inspection was preformed and there was no problems found. Reviewed the device history for previous return and there was previous return unrelated. The assignable cause was undetermined. Not enough evidence was available to make a determination. Device was sent to servicing.